Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: analysis confirmed the reported event; the rate could not be adjusted. Potentiometer found out of electrical specification. Analysis also found the attachment ring was bent and both bails and bail covers were missing.

Event description:
It was reported the epg (external pulse generator) does not display well the requested frequencies. The epg was returned for service. No patient complications have been reported as a result of this event.